Event description:
This occurred during the treatment of a patient with a wide neck cavernous carotid aneurysm. A prowler select plus (product code 606s-255x, lot unavailable) microcatheter was advanced past the aneurysm and the enterprise stent (product code enf453712, lot 1425623) was loaded into the catheter per the instructions for use. The stent was then advanced approximately half way to the end of the catheter where resistance was met. The stent would not advance further. The stent was not deployed in the patient. The system was removed and the patient was treated using a competitive device without incident. After the event, the microcatheter and enterprise system were removed as a unit, and a different microcatheter was required for competitor's stent. The stent was saved for return, but the microcatheter was not saved. A constant and dedicated flush was maintained at all times, and the microcatheter was not re-shaped. At any time during the event, no additional force was utilized to advance the enterprise system to the desired site. After removal, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), distal tip (unravel, stretched, kink, bend, fracture, separated, etc), stent distal tip (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter, and the stent was recaptured in the delivery system. There were no adverse events associated with the device failure. No further information was available.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00247 and 1058196-2011-00248. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during the treatment of a wide neck cavernous carotid aneurysm there was resistance during advancement of the enterprise vrd through the prowler select plus. The prowler and enterprise were removed as a unit and a competitive device and different microcatheter (mc) were used for treatment without incident. There were no adverse events associated with the event. A constant and dedicated flush was maintained at all times, and the mc was not re-shaped. The prowler microcatheter was advanced past the aneurysm and the enterprise system was loaded into the catheter per the instructions for use. The stent was then advanced approximately half way to the end of the catheter where resistance was met. The stent would not advance further. No additional force was utilized at anytime to advance the enterprise system to the desired site. The stent was not deployed in the patient. After removal, other than the reported event, no damages were noticed on the delivery system, distal tip, stent distal tip or on the mc, and the stent was recaptured in the delivery system. The stent was saved for return, but the microcatheter was not saved. During product analysis the enterprise was able to completely advance through a lab sample microcatheter. (B)(4): the product was returned for inspection. One non sterile enterprise vascular reconstruction device and delivery system was received coiled in a plastic bag. The bag contained: delivery wire, introducer tube and stent; the stent was mounted on the delivery wire (inside the introducer tube); the stent and introducer tube presented residues of dried blood, no other issues were noted. The introducer tube, coil tip and stent were observed under the microscope; all components presented residues of dried blood and no other anomalies were noted. Functional analysis was performed as per dp (B)(4). During functional analysis while flushing, it was noted that water did not came out from the introducer tube end (due to the residues of dried blood) only from the microcatheter end, while advancing the stent through the microcatheter some resistance/friction was felt (possibly due to the residues of dried blood), however the stent and delivery wire passed completely through the catheter. Note: the involved microcatheter was not returned for analysis, a lab sample was used. Per lake region report (B)(4)- lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425623. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "delivery wire impeded-in microcatheter" was not confirmed, during the analysis the delivery wire passed completely through the microcatheter, the event experienced by the customer could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction, vessel characteristics or the operational context of the device and is not related to a product quality issue. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00247 & 1058196-2011-00248.